Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal baclofen 250 mcg/ml (dose 14.99 mcg/day), morphine 10 mg/ml (dose 0.6 mg/day), and clonidine 500 mcg/ml (dose 29.99 mcg/day) via an implanted pump. The baclofen lot number, medical history, and other medications the patient was taking at the time of the event were unable to be obtained. The event date was also unable to be obtained. Indications for use were listed as non-malignant pain and other non-malignant pain. The hcp did a dye study last week on (B)(6) 2016 and he was unable to aspirate the catheter, but injected dye and noted the catheter to be intrathecal. It was noted it was a little hard for him to push the dye and the patient went for a CT scan after per the hcp. There was no volume discrepancy at any refill and the CT scan showed a bend after the anchor so the hcp chose to remove sutures on anchor and reposition anchor on (B)(6) 2016. No dose change was done and the catheter aspirated easier after repositioning. Exploration of the catheter identified that issue. The patient still had great relief for her back pain (reason for implant); however she did complain of new pain to her tailbone area. Diagnostics/troubleshooting included 03/01/2016 the doctor did a dye study that was normal on (B)(6) 2016 CT scan showed catheter intrathecal also, but a bend was noted before the anchor. The issue was resolved at the time of this report and the patient¿s status was ¿alive-no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.